Event description:
It was reported that the patient suddenly did not have access to sound with the cochlear implant on (B)(6) 2014. History of head trauma was denied by the guardians. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.